Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed low battery and shut down while in use on a patient. The customer reported there was patient involvement with no harm to the patient.